Event description:
IV infusion of drow with calcium gluconate. IV infusion via right hand (24g, 1.6 cm baxter quick cath via imed model 965 infusion pump) and right foot (24g, 1.6 cm baxter quick cath via tmed model 965 infusion pump). IV sites checked on hour prior to infiltration. Infiltration right foot at 12:30 on 02/04/92. + right hand on 02/03/92. IV's dc'd. Physician notified. Wydase used at sites. Necrotic areas developed. Surgery services consulted and silvadence creme used locally at sites. Imed pump taken out of service and found to operate according to specifications.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: design - human factors, anticipated adverse reaction - short term, related to another drug/device. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.